Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing a ventricular tachycardia event and low r-wave amplitudes. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events for under-sensing and low r-wave amplitudes were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.